Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom case was broken; the device would not mount to the roll stand. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the bottom case was broken; the device would not mount to the roll stand. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement base assembly, central processing unit (cpu) tray cover, bottom foot kit, and thumbwheel screws for repair. Device evaluation and repair are pending, and this investigation is ongoing.